Event description:
Tap it was reported that 217 days after implantation of a 2.50x16mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the proximal posterior descending artery (pda). A pre-intervention stenosis was not reported. After the lesion was pre-dilated with a 2.0x20 mm maverick balloon. A 2.50x16mm taxus stent was deployed in the lesion. A post-intervention stenosis was not reported. The patient received "heparin/lovenox" and 'clopidogrel/ticlopidine" prior to the procedure and aspirin, heparin, and nitroglycerin during the procedure. No information was reported on the vessel tortuosity or clacification or post procedure medications. It was reported that there were no complications during the procedure. The patient presented 217 days after the initial procedure with an in-stnet restenosis in the proximal pda. No information was reported on percentage of restenosis. A 2.5x20 mm taxus stent was deployed in the restenotic region of proximal pda. No information was reported on post-intervention stenosis or patient complications. Post-procedure EKG rhythm was reported as "sinus rhythm without ectopy."